Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port. Sometime later post port placement, it was reported that the catheter was allegedly experienced issues with flushing. It was further reported that the catheter was found to be fractured. Reportedly, the catheter was migrated into the patient's heart. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two images were provided for review. As per image contrast extravasation is noted at the arc of the catheter. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and difficult to flush issues. However, it is unconfirmed for the reported material separation and migration issues as per image, no complete break was noted. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, patient, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port. Sometime later post port placement, it was reported that the catheter was allegedly experienced issues with flushing. It was further reported that the catheter was found to be fractured. Reportedly, the catheter was migrated into the patient's heart and patient experienced pain swelling and extravasation. The current status of the patient was unknown.